Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within 6 minutes, he obtained blood glucose readings of 127 mg/dl on the contour next link 2.4 meter and 330 mg/dl on the contour next link meter. The customer had no symptoms of hypoglycemia, however, he ate a spoonful of sugar. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer returned the suspected products (contour next link 2.4 meter and contour next link meter) for evaluation. The customer also returned the contour next test strips. However, the lot # 8kpef01b of the returned test strips was different from lot # 8kpeg20a of the suspected test strips. Therefore, in-house contour next test strips from lot # 8kpeg20a were also used to perform in-house testing. During in-house testing, returned meters were tested with the returned test strips and in-house test strips, which gave satisfactory performance.